Event description:
It was reported that the atrial lead exhibited loss of capture. During threshold testing, capture was obtained at 4.75 volts. Atrial output was set to 5.0 v, 1.2 ms.

Manufacturer narrative:
Na